Event description:
It was reported that the user experienced leaking cartridges leading to loss of a full vial of insulin, with a bent needle observed inside the connector and uncertainty regarding connection steps and rewind being performed. The event involved the cartridge kit, connector adapter, and inset infusion set. No symptoms reported. Outcomes included the need for replacement supplies, user education on correct setup, and direction to seek medical guidance for insulin management due to being out of drug. Investigation included technical troubleshooting with the user and review of use steps. Investigation of this case revealed suspected use-related error consistent with a bent connector needle and leakage, though user attribution was not confirmed. It was concluded that the device system function was likely compromised by a connection issue resulting in insulin loss, and the user was advised to contact a healthcare professional for ongoing care.